Manufacturer narrative:
The insulin pump powered up properly after the battery installation. The pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. There were no battery out limit alarms noted on the pump. The pump was received with an intermittent button response due to the corroded keypad traces, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer was trying to get out of a battery out limit alarm. Customer tried to change the batteries but it did not resolve the issue. Customer stated that the esc and act buttons were not functioning. Customer stated that prior to the alarm, he was working out and he does it often so it is normal for him. Customer cleaned the battery cap but the keypad was still not working. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.